Event description:
Customer reported that there was a black dot in the middle of the lcd display screen the moment they opened the box. Customer's blood glucose reading was between 300-400 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a black shadow on the display due to a warped and uneven component of the liquid crystal display board. The insulin pump passed the functional tests. The device was also received with minor scratches on the display window, a cracked case at the display window corners and a scratched case.